Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2014 the lay user/patient contacted lifescan (lfs) alleging that their onetouch ultralink meter read inaccurately erratic. The following complaint was classified based on information obtained from the customer service representative (csr) documentation. The patient alleged that the product issue began on (B)(6) 2014 at 5:55pm. The patient reported obtaining blood glucose readings of ¿454 and 109mg/dl¿ on the subject meter, taken within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan¿s criteria for accuracy. The patient manages their diabetes with an insulin pump; they stated that they did not make any changes to their usual diabetes management regimen in response to the alleged inaccurate readings. The patient reported developing symptoms of ¿sweaty and light headed¿ about 90 minutes later. The patient denied receiving any treatment for these symptoms. At the time of troubleshooting the csr verified that the test strips were stored correctly (per owner¿s booklet recommendation). The patient did not have control solution available to test the subject meter. Replacement products were sent to the patient. Although the patient denied receiving any medical treatment, this complaint is being reported because the patient developed serious symptoms after the alleged inaccuracy began.